Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28 x 2.75 mm target lesion with a bend of <=45 degrees was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After pre-dilatation was performed with two emerge balloon catheters sized 1.5 x 15 mm and 2.0 x 15 mm, a 28 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was damaged while being pushed through the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination found no damage to the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the device found no issues along the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28 x 2.75mm target lesion with a bend of <=45 degrees was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After pre-dilatation was performed with two emerge balloon catheters sized 1.5 x 15mm and 2.0 x 15mm, a 28 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was damaged while being pushed through the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.